Event description:
A customer alleged that during a procedure an anterior cannula appeared to be clogged, there was resistance and it dislocated. There was no patient involvement or injury. This report is due to a retrospective post market surveillance review.

Manufacturer narrative:
(B)(4). (3 of 4).